Event description:
During an incident on 1/27/00 involving a male patient who was positive for a myocardial infarction (mi), this defibrillator was being used with monitoring electrodes to monitor the patient and it shut off after a few minutes. The crew changed the battery, but the defibrillator shut off again after a few minutes. The patient was transferred to a hospital where he was at the time of this original report.